Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an abrasion along his spine as well as a sore that bled open between the back therapy electrodes. Patient has a history of sensitive skin and has had various radiation treatments on his back. The patient home health care nurse applied a dressing over the area. The irritation did not improve and the patient's physician advised them to end use to prevent further damage to the skin. Patient was then referred to a wound care specialist and was prescribed an ointment to use. The outcome of the irritation is not known.